Event description:
(B)(4). Event occurred in the united states. It was reported that on (B)(6) 2019, the infusion set was replaced. Although the bolus was delivered on (B)(6) 2019, blood glucose value did not decrease and was about 400 mg/dl. When the infusion part was checked, the tubing came off from the connection part and the skin was wet with insulin. Upon investigation of the returned used device, it was found that the tubing had detached from the tubing connector. No further information was available.